Event description:
It was reported that the tip of 'luhr-fritzemeier angular screw driver' fell into the oral cavity while removing the screw in the operation.

Manufacturer narrative:
Investigation in process, but not yet complete.